Event description:
Four pt samples with discrepant creatinine results. Repeat testing occurred in 2008. Pt 1, initial gave 2.60 mg/dl; repeat gave 0.76 mg/dl. Pt 2, 2008 initial result gave 2.27 mg/dl; repeat gave 1.03 mg/dl. Pt 3, 2008 initial result gave 2.53 mg/dl; repeat gave 1.10 mg/dl. Initial creatinine result 2008 2.32 mg/dl, repeat 0.91 mg/dl. A second sample from the same pt was also tested and gave a creatinine result in the normal range. Erroneous results reported. No adverse events reported in association with the incorrect results. The field service rep determined the cause for the discrepant results was due to a failing accuracy check of a workstation, and adjusted workstation accuracy. Performance tests were performed and within specification.

Event description:
Four pt samples with discrepant creatinine results. Repeat testing occurred in 2008. Pt 1, initial gave 2.60 mg/dl; repeat gave 0.76 mg/dl. Pt 2, in 2008 initial result gave 2.27 mg/dl; repeat gave 1.03 mg/dl. Pt 3, three days later, initial result gave 2.53 mg/dl; repeat gave 1.10 mg/dl. Initial creatinine result four weeks later, 2.32 mg/dl, repeat 0.91 mg/dl. A second sample from the same pt was also tested and gave a creatinine result in the normal range. Erroneous results reported. No adverse events reported in association with the incorrect results. The field service rep determined the cause for the discrepant results was due to a failing accuracy check of a workstation, and adjusted workstation accuracy. Performance tests were performed and within spec.